Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that "sparks observed in the paddle when doing self-test and caused the paddle get penetrated" on the heartstart mrx. There was no negative patient impact.